Event description:
It was reported that the patient experienced inappropriate shock in response to supraventricular tachycardia (svt). Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.